Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no impact to the customer's blood glucose. As the pump was still functional, customer continued to use the pump for insulin therapy, and also confirmed that manual injections are available.